Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased results for several assays generated on the architect c16000 for 1 patient. The following data was provided: (B)(6) 2019; sodium initial result = <100 mmol/l, repeat = 137 mmol/l (reference range = 136 to 145 mmol/l), chloride initial result = 64 mmol/l, repeat = 103 mmol/l (reference range = 98 to 107mmol/l). No impact to patient management was reported.

Manufacturer narrative:
The customer replaced ict module 190326373 as it had exceeded the 20,000 sample warranty at the time of the complaint, although the ict module was still within the expiration date of 26dec2019. A review of service history for the architect (B)(6) did reveal additional reports of inconsistent results that were resolved by re-centrifuging the samples prior to repeat testing. A review of complaint activity for the ict module lot found an additional similar complaint. The field service representative performed troubleshooting for that complaint which included servicing the entire ict assembly and replacing several parts including the ict module and probe. A review of tracking and trending did not reveal any trends. Return testing was not completed as returns were not available. A review of manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the ict module or architect c16000 analyzer was identified.